Event description:
It was reported that the cannula did not deploy, and the pink slide did not move forward when the pod was activated, indicating a needle mechanism failure. The cannula was not visible upon removal of the pod. The pod was not worn. No treatment information was reported. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause.